Manufacturer narrative:
(B)(4)

Event description:
It was reported that: the mik was broken at the hub. The issue was identified during use on patient but there was no reported patient harm or consequence. They were reported as fine.

Event description:
It was reported that: the mik was broken at the hub. The issue was identified during use on patient but there was no reported patient harm or consequence. They were reported as fine.

Manufacturer narrative:
(B)(4). One-unit of mik was returned to teleflex for evaluation. Minor blood particulates were noted on the unit. No hub separation or damages were noted on both sheath and dilator. Case details were reviewed. Customer stated "broken mik at the hub". The access site was reported as femoral in the additional information. No information on vessel factors such as scar tissue, tortuosity and calcification were provided. Another device was used to complete the case. Based on the product return, no hub damages were noted. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is undeterminable. No product failure noted. The der process will continue to monitor for any similar events.